Event description:
The first stent would not deploy so they removed it and put in this protege everflex stent. It was a very calcified and tortuous vessel. The physician got the stent down and began deploying the stent, however it was very hard to deploy. During deployment the protege everflex stent broke in half. The physician removed the delivery system, predilated, and stented again with good results.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
Evaluation summary: the protege everflex stent delivery system (sds) was received for evaluation. One cell of a torn stent was exposed beyond the distal edge of the outer sheath. The outer sheath was separated from the manifold assembly. The lock mechanism collar was fractured. The inner shaft's tapered gray tip exhibited several scars. The outer sheath was cut longitudinally to expose the inner liner and to release the seized stent. The liner exhibited delamination from the braid/ polymer liner and a milky appearance. There weren't any tears in the ptfe liner noted in the distal 25cm of the outer sheath.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.